Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 581 mg/dl. The customer also reported that the insulin pump had motor error alarm and no delivery alarm. The customer did not provide any symptoms regarding high blood glucose. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The drive support cap appears normal. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm and no excessive no delivery alarm noted. Motor passed motor test.